Manufacturer narrative:
The pump was received with intermittent buttons due to the moisture damage at the keypad traces. Traces of moisture were noted at the lcd board per visual inspection. There was no pump overheating anomaly noted. The pump was received with a cracked case at the display window corners and the battery tube threads. The pump was also received with a minor scratched display window.

Event description:
The customer reported via phone call that she got her pump wet when she went into the pool with her pump on. Customer's last blood glucose was 104 mg/dl. Customer stated that the pump started to get hot and alarmed. Customer took the battery out and does not remember what the alarm was. Customer stated that there was a constant tone that was occurring. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.